Event description:
It was reported that the back section of the surgical table was allegedly moving up and down unintentionally, without the actuation of any buttons. There was no reported patient or user injury associated with this event.

Manufacturer narrative:
The table was inspected by a berchtold service technician. The technician evaluated the table and could not duplicate the reported event. No issues were found with the table.